Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use insulin was unable to be fully injected with 10 bd pen ndl 32g 4mm. The following information was provided by the initial reporter: they require a lot of force to push the insulin out of the cartridge and more insulin comes back out of the skin suggesting the dose is compromised as my sugars have been generally higher when using those needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use insulin was unable to be fully injected with 10 bd pen ndl 32 g 4 mm. The following information was provided by the initial reporter: they require a lot of force to push the insulin out of the cartridge and more insulin comes back out of the skin suggesting the dose is compromised as my sugars have been generally higher when using those needles.